Event description:
It was reported that at a follow-up appointment, a high out of range pacing impedance measurement (>2500 ohms) was observed from the right atrial (ra) lead. The physician elected to perform a surgical revision; however during the procedure, insulation damage was noted from both the ra and right ventricular (rv) leads. Both the ra and rv leads were subsequently explanted and replaced with new leads to resolve the event. The device was also replaced, but it is unknown at this time if the device is a boston scientific product. The patient was stable with no additional adverse consequences. This ra lead was received for laboratory analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection revealed a conductor fracture and insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported high impedance measurements were likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that at a follow-up appointment, a high out of range pacing impedance measurement (>2500 ohms) was observed from the right atrial (ra) lead. The physician elected to perform a surgical revision; however during the procedure, insulation damage was noted from both the ra and right ventricular (rv) leads. Both the ra and rv leads were subsequently explanted and replaced with new leads to resolve the event. The device was also replaced, but it is unknown at this time if the device is a boston scientific product. The ra and rv leads are expected for analysis, but have not yet been received. The patient was stable with no additional adverse consequences.